Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 19 may 2017. The fse determined the incubator position was incorrect and the drive belt was too loose. The engineer corrected the incubator position then tightened the drive belt and the incubator position sensor belt. The engineer ran cup transfer tests twenty times with no reported issues. Quality control (qc) and samples ran without any issues for the remainder of the day. The engineer also completed preventive maintenance. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was loose incubator drive belt

Event description:
On (B)(6) 2017 a customer reported cup transfer errors 2161. With their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting afp patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.